Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neuro stimulator (ins) for multiple back operations. It was reported that at some point about 10 years ago patient was getting overstimulated so he stopped using implant completely and has not used it since then. All of a sudden, within the last week, patient was getting this buzzing in his back and he did not know why but he thinks he is having problems with the implant inside him. Patient suspects that stimulator in his back is possibly pressing on his spinal cord causing the problem. Consumer said implant was not on. Rep said he tried to turn implantable neuro stimulator (ins) off, he could not figure out how implant would possibly get on, but nothing happened. Patient still had the buzzing in his back. Patient currently does not have health care professional (hcp). No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances leading to the buzzing was that the patient has not used it for ten years. The healthcare provider (hcp) who implanted them refused to see them. The patient is seeing a local surgeon now who uses the same manufacturer. The pain and buzzing was due to a supplement that the patient was taking. The steps taken to resolve the buzzing in their back is that they are seeing a surgeon on tuesday. The buzzing has been resolved as it was not due to the device. The device was attempted to turn on, but the device did nothing. No further complications were reported or anticipated.